Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: 2024-08-29 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 13-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal morphine (1 mg/ml at 0.1 mg/day) and bupivacaine (1 mg/ml at 0.1 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was scheduled for a routine pump replacement due to elective replacement indicator (eri). The patient was taken to the operating room and the hcp started by opening the existing pump pocket. At that time they noted that the pump pocket was full of clear that appeared to be cerebrospinal fluid (csf). The hcp proceeded to dissect down to the existing proximal pump segment and subsequently found that the catheter had been dissected within the pocket. The cause of the catheter dissection is unknown. Once the hcp was able to access the more distal segment of the catheter they removed the previously existing collet and the full length of the existing 8784 segment. The new segment was attached to the existing spinal segment. The catheter access port was aspirated before and after placing the pump back within the existing pump pocket with positive return of csf. The patient¿s intrathecal dosing and drug concentration were reduced in order to prevent any symptoms of toxicity/overdose when restarting the infusion. The incisions were irrigated and closed. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight was 103 kg. The patient's medical history consisted of chronic pancreatitis and chronic abdominal pain.